Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 09:18:40. During night drain cycle three, the patient's ultrafiltration reading was 1204ml, indicating the home patient drained 1204ml more than their maximum programmed fill volume of 2000ml. No additional information is available.